Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Review of the device history record for 00110100200, lot number 63086564, identified no relevant deviations or anomalies. Product examination could not be performed as there was no product returned for this complaint. This complaint cannot be confirmed. The root cause of the reported event could not be specifically determined with the provided information since the product was not returned for evaluation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that when the customer opened the product, the foreign debris was included. The customer used and finished the surgery with an alternative one. No adverse events were reported as a result of this malfunction.